Manufacturer narrative:
A unit has not been returned for review therefore, a technical analysis cannot be carried out at this time. From a review of the relevant mfg records it was found that the device met its material, assembly and product specifications, at the time of release to distribution. Based on this analysis the most probable root cause of this complaint can be attributed to anticipated procedural complication. A CAPA has been initiated to address this issue.

Event description:
Same case as MFR # 2134265-2008-00351. It was reported that post a coronary artery drug eluting stenting treatment procedure thrombosis occurred. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous proximal to mid right coronary artery (rca). A 2.5x16mm taxus express2 drug eluting stent (des) was deployed at 18atm in the distal side of the lesion. Then a 2.5x20mm taxus express2 des was deployed at 22atm in the proximal side of the lesion. These stents were implanted with overlapping. The two taxus express2 des were post-dilated with a 3.00mm unspecified balloon. Post-ivus was performed and the physician confirmed that the stent placements were well positioned and well apposed. Timi: 3 flow. No pt complications were reported with the pt's condition after the procedure listed as "stable". The pt was discharged the same day. Medications prescribed included ticlopidine, aspirin, and cilostazol. On 97 days later, the pt suffered chest pain, an atrioventricular (av) block and an st segment elevation. A coronary angiography (cag) was performed and occlusion caused by thrombus was confirmed in the proximal rca where the taxus stents were implanted in the baseline procedure. The lesion was dilated by a 2.75x15mm non bsc device. Ivus was performed and the remaining thrombus was confirmed inside the 2.50x20mm taxus express2 des. The taxus express2 des was re-dilated by a 3.0x20mm non bsc device. Ivus was performed and the taxus express2 des was dilated again by a 3.25x15mm quantum maverick. Post-ivus and cag were performed. The blood flow was improved and the remaining thrombus disappeared. The procedure was successfully completed with no pt complications reported. The pt's current condition is listed as "stable".